Event description:
In 2002, the pt was implanted with vented electric left ventricular assist device (lvad).in 2003, the transplant coordinator contacted the manufacturer stating that in 2003, during lvad explant, the hospital noted the lvad inflow and outflow valves had vegetation on them. Cultures of the vegetation were taken, and came back positive for gram positive cocci in clusters, (mrsa); on the lvad diaphragm, inflow and outflow, pericardial fluid, lvad pocket, and endocardial. The pt was septic. Pump pocket infection was also noted. The pump was exchanged due to bacteremia in the blood and in lvad. Th pt remains ongoing on the new lvad.